Event description:
At approx 0630, machine 12 went into machine power shutdown, where the treatment screen locks up. Arterial/venous lines clamped. Machine power was turned off and turned back on to reboot system. Machine repowered up, but the screen stayed locked up with the machine shut down alarm still present. At this time pt was to be moved to another machine. Pt appeared to then have a cardiac arrest. 911 initiated. Pt transported to e.r.